Event description:
The pt's vendor reported that the pt experienced frequent e4 (occlusion) errors and elevated blood glucose. Blood glucose values were not provided. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.